Event description:
During a coronary stenting procedure to the right coronary artery (rca), the stent became dislodged from the delivery system (sds). The stent was successfully retreived from the pt's femoral artery. The procedure was postponed for 24 hours and then successfully completed. This pt was admitted to the hosp with a chief complaint of postitive stress test. The pt was currently taking oral dibetec medication. The pt was taken electively to the cardiac cath lab, where angiography revealed a 100% instent restenosis (isr) of the previously placed unk bare metal stent in the distal right coronary artery (rca). This total occlusion was mildly calcified and long (20mm). A bolus of angiomax was administered via IV. There were difficuties in accessing or wiring the vessel noted.